Manufacturer narrative:
Remove: date of event.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient had a vena cava filter deployed for history of multi-trauma and contraindication to anticoagulation. The groin was prepped and draped in usual sterile fashion. The right common femoral vein was accessed and a vena cava filter was successfully deployed in an infrarenal location. The patient tolerated the procedure well with no immediate complications. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided. The medical records allege a filter was deployed successfully below the renal veins. No filter deficiency was reported within the medical records. The investigation is inconclusive for the reported event. Based on the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Perforation or other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately seven months post vena cava filter deployment, several filter legs were allegedly discovered to have penetrated the ivc wall. Approximately eight years post filter deployment, CT scan demonstrated three detached filter limbs located outside the ivc. One in the right ventricle and the other two were located in the right pulmonary artery. Nineteen days post limb detachment discovery, the filter was captured but unable to be retrieved as the filter legs were embolized in the wall of the ivc. Additionally, the detached limb in the ventricle was unable to be removed as the limb was located deep within the ventricular apex. No other pertinent medical information was provided surrounding the events. The patient status was not provided and is unknown at this time. New information received - medical records were received and reviewed. A vena cava filter was successfully deployed in an infrarenal location for history of multi-trauma and contraindication to anticoagulation. The patient tolerated the procedure well. No additional information was provided in the medical records received.

Manufacturer narrative:
A manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the reported event. Based on the available information, the definitive root cause for this event is unknown. Labeling review: rnf: the current IFU (instructions for use) states: warnings: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Potential complications: possible complications include but are not limited to the following: filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Perforation or other acute or chronic damage of the ivc wall. Snf: the current IFU (instructions for use) states: potential complications perforation of the vena cava wall by the legs of the filter

Event description:
It was reported that approximately seven months post vena cava filter deployment, several filter legs were allegedly discovered to have penetrated the ivc wall. Approximately eight years post filter deployment, CT scan demonstrated three detached filter limbs located outside the ivc. One in the right ventricle and the other two were located in the right pulmonary artery. Nineteen days post limb detachment discovery, the filter was captured but unable to be retrieved as the filter legs were embolized in the wall of the ivc. Additionally, the detached limb in the ventricle was unable to be removed as the limb was located deep within the ventricular apex. No other pertinent medical information was provided surrounding the events. The patient status was not provided and is unknown at this time.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, eight years and two months of post-deployment, filter retrieval procedure was attempted. The right internal jugular vein was accessed using ultrasound technique and a 10-french sheath was placed. Inferior vena cavogram demonstrated that a filter was in the infra renal inferior vena cava location with some of the tines extended beyond the wall of the inferior vena cava. There was mild narrowing of the inferior vena cava at the top of the filter, but the filter was not seen touched the inferior vena cava at that location. The filter was captured, and several attempts were made to retrieve the filter. The filter was captured using both a snare and a retrieval cone, but the legs of the filter were completely embedded in the inferior vena cava wall and fibrosed and could not be retrieved. At that point, attempted retrieval of the filter was abandoned. Several attempts were made to capture the foreign body in the apex of the right ventricle using an intravascular forceps, but this was not successful. It appeared that the fractured filter leg was located deep in the right ventricular apex. Fluoroscopic documentation showed that that the two filter legs were embolized and projected in the lung parenchyma and that could not be retrieved using percutaneous techniques. The procedure was aborted. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc), filter limb detachment, and retrieval difficulties. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The current instructions for use states: warnings: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Potential complications: possible complications include but are not limited to the following: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. - perforation or other acute or chronic damage of the ivc wall. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. Approximately seven months post vena cava filter deployment, several filter legs were allegedly discovered to have penetrated the inferior vena cava wall. Approximately eight years post filter deployment, computed tomography scan demonstrated three detached filter limbs located outside the inferior vena cava. The device and filter struts has not been removed after an attempted but unsuccessful percutaneous removal procedure. The detached filter struts retained one in the right ventricle, second in a small branch of the right lower lobe pulmonary artery and the third was in a small branch of the right middle lobe anterior medial pulmonary artery. Nineteen days post limb detachment discovery, the filter was captured but unable to be retrieved as the filter legs were embolized in the wall of the ivc. Additionally, the detached limb in the ventricle was unable to be removed as the limb was located deep within the ventricular apex. The current status of the patient is unknown.